Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 110-115/dl fasting. Verified the strips expire 10/18/2017. Customer's test strips are not stored in the kitchen and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: the customer is concerned with the result of 212mg/dl on (B)(6) 2015.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product returned is under evaluation.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 110-115/dl fasting. Verified the strips expire 10/18/2017. Customer's test strips are not stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory (B)(6). Customers concern:the customer is concerned with the result of 212mg/dl on (B)(6) 2015.